Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 30.0 mmol/l at the time of the incident. The customer¿s parent stated that the insulin pump. Drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer's parent also reported that the customer had a blood glucose of 30.0 mmol/l and treated with manual injection. No high blood glucose troubleshooting was performed. The insulin pump is not expected to return for analysis.